Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level between 300-400 mg/dl and it was addressed with a bolus. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected.